Manufacturer narrative:
Testing and investigation found the front and rear case, pole clamp knob, fluid shield, and the connection between the ac power cord and device were burned. The ac power cord was not a medical grade power cord, nor was it an authorized hospira ac power cord. Internal inspection of the device found the power supply and ac filter were burned, and the battery was missing. The probable cause for the burned device was the ac power cord used was not medical grade, nor was it an authorized hospira ac power cord.

Event description:
The customer contact reported while the device was plugged into ac power, charging the battery, the device was found "burned." At that time, the nurse unplugged the device from ac power and poured water on to the device. There was no patient involvement. There were no reported adverse effects to the staff members. In addition, there were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, it was found that the front and rear of the device were burned. Additionally, during testing it was found that the device was using a non hospira issued power cable and the device does turn on with dc power. No additional information was provided.

Manufacturer narrative:
Investigation is not complete.

Event description:
The customer contact reported while the device was plugged into ac power, charging the battery, the device was found "burned." At that time, the nurse unplugged the device from ac power and poured water on to the device. There was no patient involvement. There were no reported adverse effects to the staff members. In addition, there were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, it was found that the front and rear of the device were burned. Additionally, during testing it was found that the device was using a non hospira issued power cable and the device does turn on with dc power. No additional information was provided.